Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hiatal hernia procedure, during the case, it was noticed that the tip was missing from the distal blade on the hdi device. There were no errors given on the gen11 generator, so staff was unsure when it occurred. The piece was retrieved and will be sent with the device for analysis. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p92168. The device was returned with the blade damaged with the tip off. The blade tip was found in the return package. The device was returned with the tissue pad damaged, melted, and 100% present. The instrument cable has also been cut off. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality using a lab cable. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.